Event description:
It was reported by the physician's office that the patient had passed away. It was noted the patient had a grand mal seizure while at home alone and his mother found him. Attempts for additional relevant information have been unsuccessful to date.

Event description:
It was reported by the physician that the patient was receiving vns therapy at the time of his death. It was also reported by the funeral home that the patient had a burial, but it was unknown if the vns device was explanted. The device is not expected to be returned for analysis. No additional relevant information is available to date.